Event description:
It was reported that this lead dislodged and the physician was not able to reposition the lead due to an issue with the screw mechanism. Lead was explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.